Event description:
This is the second of two reports for the same patient and the same surgery. The variable angle drill guide would not stay in the handle during an open reduction and internal fixation (orif) surgery for a distal fibular fracture repair. There was no patient injury and no delay in surgery reported. A spare device was not available and the surgery was completed without the user of a soft tissue sleeve for the inter fragment screw during the case.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.